Manufacturer narrative:
(B)(4).

Event description:
Theroux mc, dicindio s. Major surgical procedures in children with cerebral palsy. Anesthesiology clinics. 2014;32(1):63-81. Summary: cerebral palsy is the most common and most debilitating neurological disease in children. Pediatric anesthesiologists may expect to care for this population at an increasing frequency. Children with cerebral palsy have many co-morbid conditions which may result in increased morbidity and even mortality in the peri-operative period. This chapter describes the three most common major procedures that these children undergo and discusses the anesthetic care in detail. Reported event: 3 episodes of overdose occurred with itb pump placement. This was determined when the patient did not arouse from anesthesia, and careful review of the drugs suggested the most likely source was an overdose of baclofen. Subsequently, the patients were admitted to the ICU; one patient required assisted ventilation. All 3 patients had returned to baseline within 24 to 36 hours.